Manufacturer narrative:
No report of patient involvement. (B)(4). A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The coupling, overflow trap, and manifold were replaced to resolve the reported issue.

Event description:
#18 the hospital reported a malfunction causing a loss of suction. There was no report of patient involvement.